Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead and right ventricular (rv) lead dislodged. Ratchet syndrome was suspected. It was noted that the patient had a large body frame and it was difficult to adjust the slacks. Both the ra lead and rv lead were re-positioned and remain in use. No further patient complications have been reported as a result of this event.